Event description:
I was using kotek tampons for my period and a few days after my period ended, I got a bladder infection. Being that I never have had one, my doctor even said it was very odd that I had one. I had recently received a recall alert on my tampons saying they could unravel when being used, but they were the only ones I had so I used a few of the recalled box. After I went to the doctor I look at the recall list and realized those tampons also cause bladder infections. I forwarded the information to my doctor who suggested I contact the FDA. Name of the company that makes (or compounds) the product: u by kotex sleek tampon, regular, frequency: as needed, how was it taken or used : vaginal, date the person first started taking or using the product: (B)(6) 2019, date the person stopped taking or using the product: (B)(6) 2019.